Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens into the patient's left eye (os) on (B)(6) 2011. The patient experienced lens rotation which was observed on (B)(6) 2016 which the surgeon repositioned the lens on the same day but this did not resolve the problem. Then on (B)(6) 2021 the lens was exchanged with a longer length lens/different model and this resolved the problem. It was noted for the patient's postop review that "residual astigmatism will be treated by laser".

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found the lens optic torn and the haptic broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).